Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right ventricular (rv) lead shock impedances. No adverse patient effects were reported. Surgical intervention was performed and the lead was replaced. The device remains in service.